Event description:
Olympus was informed that the user facility was not flushing detergent, rinse water and air through the bronchoscope during the manual cleaning process, and were re-using single use brushes. The device was then said to be placed in an unspecified customer ultrasonic automated endoscope reprocessor. There was no report of patient infection or cross contamination.

Manufacturer narrative:
An olympus endoscope support specialist has visited the user facility and provided in-service training to users and reviewed appropriate reprocessing of this device. The user facility reported that they have not been performing some of the manual cleaning as they had been informed by the aer sales representative that these steps did not need to be completed. If additional and significant information becomes available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.